Event description:
It was later reported that the patient has been admitted on (B)(6) 2014 for a ¿day care¿. The health care professional reported that the event did not require neither pump nor catheter revision, but repositioning and refill of the intrathecal baclofen pump and placement of baclofen pump in a sterile mesh pouch.

Event description:
Additional information received reported that the patient required and additional surgery. A follow-up report will be submitted if more information becomes available.

Event description:
Additional information received reported that the subject was completely recovered from the pump migration. The investigator assessed the pump migration as serious (medically significant) required additional surgery. The seriousness criterion was updated as medically significant (previously reported as life threatening, hospitalization, and medically significant).

Event description:
Additional information received updated the event term from flipped baclofen pump to pump revision due to migration of intrathecal baclofen (itb) pump. The patient was admitted on (B)(6) 2014 for a ¿day care¿ and was discharged on the same day.

Event description:
It was reported that a flipped pump/pump migration occurred which resulted in hospitalization. Hospitalization was required to correct the flipped pump. On the same day, the subject's intrathecal study medication dose was reduced. The event was reported as ¿serious (life threatening, hospitalization and medically significant)¿. The event was related to the pump pocket and not related to the medication. The pump was used to infuse baclofen. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).